Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. (B)(4).

Event description:
It was reported that during the implant procedure, the left ventricular (lv) lead dislodged several times due to the vessel condition of the patient and during slitting of the delivery catheter. It was also noted the operation of the delivery catheter did not work well. The catheter was replaced and the lead was implanted and remains in use. No patient complications have been reported as a result of this event.